Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia in order to reposition the magnet. This report is filed on june 21, 2019.

Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced magnet dislodgements during an MRI. Surgery is planned to reposition the magnet. The implanted device remains.